Event description:
Bayer case number: (B)(4). Increasing abdominal pain [abdominal pain aggravated], infective panniculitis [infective mesenteric panniculitis], depression [depression] , throbbing headaches [throbbing headache], strabismus decompensation [strabismus], decrease in visual acuity [visual acuity reduced], lumbar pain [lumbar pain], onset of palmoplantar dyshidrosis [acrodermatitis] , costal pain [costal pain] , ophthalmic migraines [ophthalmic migraine], constant weight gain [weight gain], irregular and haemorrhagic periods [menses irregular with excessive bleeding], joint and muscle pain [arthromyalgia], motility disorders [gastrointestinal motility disorder], diabetes [diabetes] , lumbago [lumbago], constipation [constipation], acute segmental colitis [segmental diverticular colitis], oedema of lower extremities [oedema of lower extremities], asthenia / feeling of loss of strength [asthenia] , impaired concentration [concentration impaired] , tinnitus, recurring [tinnitus], menopause [menopause] , poor balance [balance disorder], choking on food [choked on food] , hoarse voice [hoarse voice], paraesthesia in the right leg [hemiparaesthesia], dry skin [dry skin] , skin fragility [skin fragility] , slow-healing lesions [skin lesion] , fatigue [fatigue], chronic pain in several areas [chronic pain], I¿m a fighter, but I am close to emotionally breaking down [emotional reaction], foot and hand dyshidrosis [dyshidrosis], acne increasing white pimples [pimples], vulvar heaviness [vulva disorder] , muscle pain increased on effort [myalgia aggravated] , psoas area pain increasing since [muscle spasm], feeling of impaired balance on stable ground, biking and skiing as well [balance impaired nos] , finger pain [hand pain], joint pain [joint pain] , urinary leakage [urinary incontinence] , alternating diarrhoea and constipation [alternation between constipation and diarrhoea], bloating [bloating] , increasing asthenia [weakness worsened], mental fatigue [mental fatigue] , memory difficulties [memory disturbance] , thyroid-stimulating hormone elevated then normal [tsh increase]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("increasing abdominal pain") in a 39-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced infective mesenteric panniculitis ("infective panniculitis"). In 2014 she experienced depression ("depression"). In 2015 she experienced abdominal pain (seriousness criterion intervention required) and headache ("throbbing headaches"). In 2016 she experienced strabismus ("strabismus decompensation"), visual acuity reduced ("decrease in visual acuity"), lumbar pain ("lumbar pain"), dermatitis ("onset of palmoplantar dyshidrosis"), lumbago ("lumbago") and dyshidrotic eczema ("foot and hand dyshidrosis"). In 2017 she experienced musculoskeletal chest pain ("costal pain"). In 2018 she experienced ophthalmic migraine ("ophthalmic migraines"). In 2020 she experienced pain in extremity ("finger pain") and joint pain ("joint pain"). In 2021 she experienced acne ("acne increasing white pimples") and alternation between constipation and diarrhoea ("alternating diarrhoea and constipation") and was found to have weight increased ("constant weight gain"). In 2022 she experienced disturbance in attention ("impaired concentration"), choking ("choking on food"), dysphonia ("hoarse voice"), muscle spasms ("psoas area pain increasing since"), balance impaired nos ("feeling of impaired balance on stable ground, biking and skiing as well"), abdominal distension ("bloating"), mental fatigue ("mental fatigue") and memory impairment ("memory difficulties"). In 2023 she experienced oedema peripheral ("oedema of lower extremities"), dry skin ("dry skin"), skin fragility ("skin fragility") and urinary incontinence ("urinary leakage"). In 2024 she experienced tinnitus ("tinnitus, recurring"), hemiparaesthesia ("paraesthesia in the right leg"), vulval disorder ("vulvar heaviness"), myalgia ("muscle pain increased on effort") and weakness worsened ("increasing asthenia") and was found to have blood thyroid stimulating hormone increased ("thyroid-stimulating hormone elevated then normal"). In 2025 she experienced menopause ("menopause"). On unknown date she experienced menometrorrhagia ("irregular and haemorrhagic periods"), arthromyalgia ("joint and muscle pain"), gastrointestinal motility disorder ("motility disorders"), diabetes mellitus ("diabetes"), constipation ("constipation"), segmental diverticular colitis ("acute segmental colitis"), asthenia ("asthenia / feeling of loss of strength"), balance disorder ("poor balance"), skin lesion ("slow-healing lesions"), fatigue ("fatigue"), pain ("chronic pain in several areas") and emotional disorder ("I¿m a fighter, but I am close to emotionally breaking down"). The patient was treated with surgery (removal planned for (B)(6) 2025). At the time of the report, the blood thyroid stimulating hormone increased had resolved and the fatigue, pain and emotional disorder had not resolved. The outcomes for abdominal pain, infective mesenteric panniculitis, depression, headache, strabismus, visual acuity reduced, lumbar pain, dermatitis, musculoskeletal chest pain, ophthalmic migraine, weight increased, menometrorrhagia, arthromyalgia, gastrointestinal motility disorder, diabetes mellitus, lumbago, constipation, segmental diverticular colitis, oedema peripheral, asthenia, disturbance in attention, tinnitus, menopause, balance disorder, choking, dysphonia, hemiparaesthesia, dry skin, skin fragility, skin lesion, dyshidrotic eczema, acne, vulval disorder, myalgia, muscle spasms, balance impaired nos, pain in extremity, joint pain, urinary incontinence, alternation between constipation and diarrhoea, abdominal distension, weakness worsened, mental fatigue and memory impairment were unknown. No causality assessment was received for essure with regard to infective mesenteric panniculitis, depression, headache, strabismus, visual acuity reduced, lumbar pain, lumbago, dermatitis, musculoskeletal chest pain, ophthalmic migraine, weight increased, menometrorrhagia, arthromyalgia, gastrointestinal motility disorder, diabetes mellitus, constipation, segmental diverticular colitis, oedema peripheral, asthenia, disturbance in attention, tinnitus, menopause, balance disorder, choking, dysphonia, hemiparaesthesia, dry skin, skin fragility, skin lesion, fatigue, pain, emotional disorder, dyshidrotic eczema, acne, abdominal pain, vulval disorder, myalgia, muscle spasms, balance impaired nos, pain in extremity, joint pain, urinary incontinence, alternation between constipation and diarrhoea, abdominal distension, weakness worsened, mental fatigue, memory impairment or blood thyroid stimulating hormone increased. The reporter commented: actions taken to treat the patient in the healthcare facility: removal planned for (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Increasing abdominal pain [abdominal pain aggravated], infective panniculitis [infective mesenteric panniculitis] , depression [depression] , throbbing headaches [throbbing headache], strabismus decompensation [strabismus] , decrease in visual acuity [visual acuity reduced] , lumbar pain [lumbar pain] , onset of palmoplantar dyshidrosis [acrodermatitis] , costal pain [costal pain] , ophthalmic migraines [ophthalmic migraine] , constant weight gain [weight gain], irregular and haemorrhagic periods [menses irregular with excessive bleeding], joint and muscle pain [arthromyalgia] , motility disorders [gastrointestinal motility disorder] , diabetes [diabetes] , lumbago [lumbago] , constipation [constipation] , acute segmental colitis [segmental diverticular colitis] , oedema of lower extremities [oedema of lower extremities] , asthenia / feeling of loss of strength [asthenia] , impaired concentration [concentration impaired] tinnitus, recurring [tinnitus] , menopause [menopause] , poor balance [balance disorder] , choking on food [choked on food] , hoarse voice [hoarse voice] , paraesthesia in the right leg [hemiparaesthesia], dry skin [dry skin] , skin fragility [skin fragility] , slow-healing lesions [skin lesion] , fatigue [fatigue] , chronic pain in several areas [chronic pain], I¿m a fighter, but I am close to emotionally breaking down [emotional reaction], foot and hand dyshidrosis [dyshidrosis] , acne increasing white pimples [pimples] , vulvar heaviness [vulva disorder] , muscle pain increased on effort [myalgia aggravated], psoas area pain increasing since [muscle spasm] , feeling of impaired balance on stable ground, biking and skiing as well [balance impaired nos], finger pain [hand pain] , joint pain [joint pain], urinary leakage [urinary incontinence], alternating diarrhoea and constipation [alternation between constipation and diarrhoea], bloating [bloating] , increasing asthenia [weakness worsened], mental fatigue [mental fatigue], memory difficulties [memory disturbance], thyroid-stimulating hormone elevated then normal [tsh increase] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-apr-2025. The most recent information was received on 20-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("increasing abdominal pain") in a 39 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In(B)(6) 2014 she experienced infective mesenteric panniculitis ("infective panniculitis"). In 2014 she experienced depression ("depression"). In 2015 she experienced abdominal pain (seriousness criterion intervention required) and headache ("throbbing headaches"). In 2016 she experienced strabismus ("strabismus decompensation"), visual acuity reduced ("decrease in visual acuity"), lumbar pain ("lumbar pain"), dermatitis ("onset of palmoplantar dyshidrosis"), lumbago ("lumbago") and dyshidrotic eczema ("foot and hand dyshidrosis"). In 2017 she experienced musculoskeletal chest pain ("costal pain"). In 2018 she experienced ophthalmic migraine ("ophthalmic migraines"). In 2020 she experienced pain in extremity ("finger pain") and joint pain ("joint pain"). In 2021 she experienced acne ("acne increasing white pimples") and alternation between constipation and diarrhoea ("alternating diarrhoea and constipation") and was found to have weight increased ("constant weight gain"). In 2022 she experienced disturbance in attention ("impaired concentration"), choking ("choking on food"), dysphonia ("hoarse voice"), muscle spasms ("psoas area pain increasing since"), balance impaired nos ("feeling of impaired balance on stable ground, biking and skiing as well"), abdominal distension ("bloating"), mental fatigue ("mental fatigue") and memory impairment ("memory difficulties"). In 2023 she experienced oedema peripheral ("oedema of lower extremities"), dry skin ("dry skin"), skin fragility ("skin fragility") and urinary incontinence ("urinary leakage"). In 2024 she experienced tinnitus ("tinnitus , recurring"), hemiparaesthesia ("paraesthesia in the right leg"), vulval disorder ("vulvar heaviness"), myalgia ("muscle pain increased on effort") and weakness worsened ("increasing asthenia") and was found to have blood thyroid stimulating hormone increased ("thyroid-stimulating hormone elevated then normal"). In 2025 she experienced menopause ("menopause"). On unknown date she experienced menometrorrhagia ("irregular and haemorrhagic periods"), arthromyalgia ("joint and muscle pain"), gastrointestinal motility disorder ("motility disorders"), diabetes mellitus ("diabetes"), constipation ("constipation"), segmental diverticular colitis ("acute segmental colitis"), asthenia ("asthenia / feeling of loss of strength"), balance disorder ("poor balance"), skin lesion ("slow-healing lesions"), fatigue ("fatigue"), pain ("chronic pain in several areas") and emotional disorder ("I¿m a fighter, but I am close to emotionally breaking down"). The patient was treated with surgery (removal planned for (B)(6) 2025). At the time of the report, the blood thyroid stimulating hormone increased had resolved and the fatigue, pain and emotional disorder had not resolved. The outcomes for abdominal pain, infective mesenteric panniculitis, depression, headache, strabismus, visual acuity reduced, lumbar pain, dermatitis, musculoskeletal chest pain, ophthalmic migraine, weight increased, menometrorrhagia, arthromyalgia, gastrointestinal motility disorder, diabetes mellitus, lumbago, constipation, segmental diverticular colitis, oedema peripheral, asthenia, disturbance in attention, tinnitus, menopause, balance disorder, choking, dysphonia, hemiparaesthesia, dry skin, skin fragility, skin lesion, dyshidrotic eczema, acne, vulval disorder, myalgia, muscle spasms, balance impaired nos, pain in extremity, joint pain, urinary incontinence, alternation between constipation and diarrhoea, abdominal distension, weakness worsened, mental fatigue and memory impairment were unknown. No causality assessment was received for essure with regard to infective mesenteric panniculitis, depression, headache, strabismus, visual acuity reduced, lumbar pain, lumbago, dermatitis, musculoskeletal chest pain, ophthalmic migraine, weight increased, menometrorrhagia, arthromyalgia, gastrointestinal motility disorder, diabetes mellitus, constipation, segmental diverticular colitis, oedema peripheral, asthenia, disturbance in attention, tinnitus, menopause, balance disorder, choking, dysphonia, hemiparaesthesia, dry skin, skin fragility, skin lesion, fatigue, pain, emotional disorder, dyshidrotic eczema, acne, abdominal pain, vulval disorder, myalgia, muscle spasms, balance impaired nos, pain in extremity, joint pain, urinary incontinence, alternation between constipation and diarrhoea, abdominal distension, weakness worsened, mental fatigue, memory impairment or blood thyroid stimulating hormone increased. The reporter commented: actions taken to treat the patient in the healthcare facility: removal planned for (B)(6) 2025. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.